Event description:
It was reported that during the replacement procedure, this recently implanted right atrial (ra) lead exhibited a loss of capture and low out of range pace impedance measurements. A preoperative check was performed to confirm system settings for sensing and pacing, and all measurements remained within normal limits. However, during the procedure a tool was used by the physician that caused a temporary loss of capture that was resolved by changing pacing and sensing to unipolar, which in turn resulted in pace impedance measurements dropping to 200 ohms. The procedure was successfully completed, and no adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. The implant date and serial number were unavailable at the time of this report. A supplemental report will be updates should further information become available. If pertinent information is provided in the future, a supplemental report will be submitted.